Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open bowel resection procedure, while on resection of tissue, there was increase in bleeding. Over sewing was done to complete the case.